Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly not proceeding with revision surgery at this time. The recipient remains implanted.this is the final report.

Event description:
The recipient is reportedly experiencing a decrease in performance due to cochlear ossification. Testing revealed the device is functioning within spec. Revision surgery is under consideration.